Event description:
It was reported leak in the cuff, discovered during patient use (multiple occurrences). The ett tube was replaced. There was no reported injury. Reportable-while no harm or injury was reported, any component that is part of the vent circuit (flex connector, double swivel elbow, y-adapter, t-piece, ett adapter, etc.) Breaks, cracks, or leaks after the vent circuit has been established on the patient and which requires a replacement ett could cause or lead to a serious injury and/or harm.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress all information reasonably known as of 29 aug 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4) this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury

Event description:
It was reported leak in the cuff, discovered during patient use (multiple occurrences). The ett tube was replaced. There was no reported injury. Reportable-while no harm or injury was reported, any component that is part of the vent circuit (flex connector, double swivel elbow, y-adapter, t-piece, ett adapter, etc.) Breaks, cracks, or leaks after the vent circuit has been established on the patient and which requires a replacement ett could cause or lead to a serious injury and/or harm.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress all information reasonably known as of 29 aug 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint of "leak in the cuff" regarding parts 35215 and 35216 were not confirmed. The root cause was determined to be raw material issues. A risk assessment was performed, and the ultimate risk was determined to be low which does not require escalation to the CAPA review board. There have been 0 other complaints regarding the same parts and a similar issue within the 24 months preceding this reported event. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.